Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the identified photos: opening shell extended, red particles in the shell, red biological tissue and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concern with the product and rupture. Device has been explanted.